Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it was reported that the lid opens by itself during use.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of lid issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Codes update.